Event description:
Pt with thoraco-aortic aneurysm; total body retrograde perfusion using 6 mm aortic cannula (1.48 bsa) and femoral and atrial venous cannulation. Aprotinin was used; kaolin tubes - acts adequate throughout. On bypass at 1520. At approximately 1745, the venous reservoir became pressurized. All vents open, clamps off, blood spewing from all vents and fluid bag attached to quick prime line filling with air. Various vacuum settings were attempted. A dlp monitoring line was attached. No air up the venous line and non-filtered portion of reservoir not pressurized so volume was transfused from there. Surgeon states that a lot of debris was encountered when the aorta was opened and it is surmised that the debris was sucked into the pump circuit. At this time, they were down to only 32 fr venous cannula in the right atrium and the right heart became distended. The pefusionist could not drain. Resistance in the circuit had been normal, but now was 509 at 2.2 lpm flow. A closed system was already set up and available, so it was quickly substituted. However, the surgeon remarked that the heart was "dead" and the pt was removed from bypass and expired.